Event description:
The customer reported that the system displayed an hv generator error message. This message appears when the system detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator driver board was replaced. The system was tested and found to be working as intended and put back into service.